Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 1908010 was reviewed and the product was produced according to product specifications. The device history record for lot 20120142 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 28 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
A lung placement was reported, after an attempted cortrak placement; the patient's parent reported, the child was not breathing immediately after tube placement. Additional information received on 03nov2022 reported, the cortrak team attempted to place the tube at 16:27 on (B)(6) 2022 in the emergency department (ed) and a large left sided pneumothorax developed. During the procedure, the patient was reportedly swaddled in a blanket with the receiver unit (sru) on their chest, the mother was holding the baby and holding the sru in place. An abdominal x-ray was used to confirm the lung placement; the tube was pulled shortly afterwards. On (B)(6) 2022, the patient was intubated (at 9:48 am), due to bronchial injury and respiratory failure; a chest tube was placed (at 10:25am). The patient was noted to be ¿clinically improving¿ and ¿no air leaks¿ were noted on the morning rounds.

Manufacturer narrative:
The actual sample from the reported event was not returned for evaluation; however, the customer did provide copies of the tracings of the reported incident. The tracings were reviewed by the avanos corview cross-functional team; both tracings started in the wrong location on the monitor unit (mu) screen and displayed the operator had difficulty moving the feeding tube forward, none of the views displayed either tracing showcased a typical placement pattern. Additionally, tracing (B)(4) showcased the tube tip entered the left lung area at 5 seconds into tracing. The cortrak 2 eas operator's manual contains the following warnings: ¿the cortrak 2 monitor displays a representation of the transmitting stylet path relative to the receiver unit. This representation is not an image of the actual feeding tube position.¿ ¿failure to follow instructions when setting up cortrak 2 equipment including the receiver unit can lead to injuries and/or death. The transmitting stylet tip position and track displayed on the cortrak 2 monitor is affected by many variables including receiver unit (ru) positioning on the patient, patient size and build, anatomical variances, and movement of the receiver unit relative to the patient.¿ based on the tracing showing tube tip entered the left lung area, none of the views displayed on either tracing showcasing a typical placement pattern, and the warnings in the operator's manual, it was determined the root cause of this incident was ¿user: incorrect use¿. All information reasonably known as of 30 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.